Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited t wave oversensing. Programming changes were performed. The patient's was in stable condition.

Manufacturer narrative:
Additional information: h6.

Event description:
New information received notes that over-sensing was due to post- paced t waves.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.